Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the subjects 3 year contrast MRI findings showed several chronic lacunar infarcts on the left, but no acute infarct present. This was further explained that there was no new infarct in the 3-year MRI, but a couple of new non-specific t2 hyperintensities in the left white matter. There were no previous MRI results available for comparison and mra images were not submitted. It was noted that this was an incidental finding. The patient underwent treatment of an intradural aneurysm on the left side with a dome size of 5mm, neck diameter of 4.28mm. The patient's mrs score a couple of months post procedure was noted as 2, which was a 0 in the months following. There were no related patient symptoms and the patient exited the study due to it being completed. Ancillary devices include navien and marksman catheters.